Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following unrelated open heart surgery on (B)(6) 2013, intermittent loss of atrial capture was observed at maximum output. On (B)(6) 2013 the patient was examined and loss of atrial capture was observed. The patient was still in the intensive care unit following valve surgery and with an external pulse generator set at 80 ppm, the patient captured in the atrium. The patient would continue to be monitored.